Manufacturer narrative:
Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been returned.

Event description:
A consumer stated that her mother had allegedly received a large burn on her back while using a heating pad. The consumer stated that the patient was lying on the heating pad when the incident occurred, and that she uses this product due to chronic back pain. It was stated that the patient received medical treatment for her injuries, and would also require follow-up care. The instructions for proper use clearly state "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been received.